Event description:
The time of event is unknown. There was no report of patient harm. Biopsy inlet piece clogged.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the operation channel clogged. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. In addition, we confirmed that the insertion flexible tube (ift) failed by bend habit with scope, and the remote control buttons leaky; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.